Event description:
Complainant alleged that while attempting to monitor a female patient being treated for an overdose, the device did not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.